Event description:
It was reported by the aci sales professional on (B)(4) 2010 that a (B)(6) patient underwent a percutaneous coronary transluminal angioplasty (ptca) intervention of the right coronary artery on (B)(6) 2010. Following the procedure, the physician who is a trained user of the device, chose the mynx for femoral arterial closure. It was reported that hemostasis was successfully achieved with the mynx. The patient was ambulated and discharged the following day per hospital protocol for intervention procedures. On (B)(6) 2010, the patient underwent a scheduled ptca of the left circumflex artery. It was reported that the vessel size was 7-8mm, no pvd was present and that the stick was appropriate in the common femoral artery (cfa). The technician that deployed the mynx reported that after inflating the balloon, the sheath was "sticking" and he was having difficulty pulling the balloon to the arteriotomy, although he already felt the balloon was pulled all the way to the arteriotomy. There were no reports of complication with hemostasis. The patient was ambulated and discharged the following day per hospital protocol for intervention procedures. On (B)(6) 2010, the patient returned to the hospital with complaints of right leg pain and was admitted. A doppler revealed an occlusion of the right femoral artery. An embolectomy was performed where material was retrieved and sent to pathology. At time of report, there were no results from pathology but it was reported that the patient was doing well. The patient was discharged on (B)(6) 2010 with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was reported that the sheath was sticking and the physician was having trouble pulling the balloon to the arteriotomy. The mynx instructions for use (IFU) states that "ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers." It was also reported that the physician felt that the balloon was pulled all the way to the arteriotomy. The IFU also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.